Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with difficulty pairing and intermittent signal loss. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the ilet without intervention. User support included troubleshooting and education, including toggling settings and restarting the ilet consistent with signal loss evaluation for cgm-pump communication. Investigation of this case revealed a cgm signal loss consistent with a communication issue between the cgm transmitter and the ilet, with no sensor or pump functional failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication disruption resolved through standard troubleshooting.